Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon burst occurred. The 85% stenosed, 29mmx3.5mm target lesion was located in the moderately tortuous and severely calcified left main trunk. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected device lot number from 0021395397 to 21719292. Corrected device expiration date from 11/15/2020 to 02/07/2021. Corrected device manufactured date from 11/16/2017 to 02/08/2018. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood and fluid in the wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 8mm in length. Inspection of the remainder of the device found no other defect or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon burst occurred. The 85% stenosed, 29mmx3.5mm target lesion was located in the moderately tortuous and severely calcified left main trunk. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.